Event description:
The international customer reported the ventilator alarmed vent inop and would not boot up due to an air valve liftoff failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The service technician reported the power supply was reconnected and the reported problem resolved. Final testing was completed and passed.

Manufacturer narrative:
Power supply reconnected.